Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a gap in the handlebody weld by the activation button. The device's latch pin was bent. The devices jaws were returned in a p artially opened position. Functional testing found that the device's jaw opening and closing mechanism was not functional. The device's latch and rotation wheel were stiff making it difficult to open and close the jaws of the device. It was reported that the jaws were difficult to open. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during total laparoscopic hysterectomy, while surgeon was using the handpiece on the patient's uterus, it clamped down on the patient tissue and would not release. The jaws of the instrument would not open and release the tissue and the surgeon then had to use laparoscopic scissors to cut the instrument from the patient tissue to remove the instrument out of the patient's body. New instrument was opened with no further complications.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.